Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support and experienced a hemorrhagic stroke with a demised outcome. The patient was escalated from a impella cp to the impella 5.5 for hemodynamic support. Six days into support, the patient remained intubated and sedated but followed commands, and the patient was noted to have experienced a subarachnoid bleed. Heparin was put back into purge after repeat head computed tomography scan. Of note, unrelated, it was documented that the patient was being treated for a fungal infection in lungs. Care was eventually withdrawn four days later, and the patient expired. No further information was noted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.